Manufacturer narrative:
The green two-piece connector was returned for evaluation. It appeared to be complete. The blue strain relief was attached, and an injection cap was included loose. There was sticky tape gum residue on the exterior of the connector around the luer hub. There was brown residue on the injection cap, which had been accessed several times with a needle. The hub was shown to flush without resistance during the initial evaluation and decontamination. No catheter tubing was seen extending from the connector. The connector halves were separated by folding the locking wings back with hemastats. When the halves were separated, the pieces were inspected for the presence of the compression ring. No ring is present on the inner cannula of the proximal half of the connector. There was no catheter tubing fragment on the inner cannula. Under magnification, several unexplained scratches were seen on the grit-blasted surface of the cannula's outer diameter, running lingitudinally along the length of the cannula. The cannula outer diameter was also stained with a reddish-brown residue, possibly blood or corrosion. The inner bore of the distal half of the connector was probed for evidence of the compression ring, and viewed under magnification. No compression ring was found. Since the catheter was not returned for evaluation, it cannot be inspected for tensile elongation or breakage. There was no mention of leakage prior to the separation. It appears that the catheter was pulled from the hub without breakage at the connector. The instructions for use direct the user to secure the catheter body outside the exit site using the suture wing supplied with the catheter. The file notes indicate that the catheter was secured with tape. The catheter would not have embolized had it been properly secured.

Event description:
The catheter had been placed about 1 month for chemotherapy via the left basilic vein. On 10/31/96, it was noted that the hub was taped down and the dressing was still intact, but that the catheter had become disconnected from the hub and embolized to the heart. The catheter was removed.